Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 3 years post-implant, it was reported that the patient expired. The cause of death was not reported.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.